Manufacturer narrative:
Results of investigation: the technical support reviewed the log files and analysis shows that the reading for the press oxygen regulated is rising to a too high level (>3.2 bar). The root cause of the reported issue has been determined to be due to defective or leaking oxygen pressure regulator.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. The gas path test shows that the press regulator is not working. As a resolution, the complete insp block will be replaced.

Event description:
The customer reported oxygen failure related alarms. The patient was removed and placed on another ventilator for immediate intervention. At this time, there was no information regarding impact to the patient.